Event description:
A consumer implanted for chronic low back pain and spinal pain reported seeing the poor communication screen on the patient programmer (pp) and being unable to communicate using the pp or the recharger. The last time the device was successfully charged or the last time stimulation was felt was in the beginning of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.